Manufacturer narrative:
(B)(4). The timed out hv capacitor charges were confirmed in the lifetime hv charge log. The device electronics module charged normally using a known good set of high voltage capacitors. The supplier analyzed the returned hv capacitors and confirmed the presence of an internal anomaly that caused the timed out charges.

Event description:
It was reported that during follow up it could be observed that the device had timed out on multiple occasions during both automatic and manual capacitor maintenances. It was advised to replace the device. Patient condition was good after the procedure and there was no report of adverse consequence due to the device timing out.